Manufacturer narrative:
(B)(4) for the evaluation findings of stent partially deployed. (B)(4) for the evaluation findings of sheath detached. A visual examination of the returned device found that the stent was partially deployed by 8 mm. It was noted that the outer sheath was detached at 94 mm distal to the distal end of the valve body. During a functional analysis, it was not possible to retract the outer sheath by retracting the valve body due to the break in the outer sheath. The distal end of the outer sheath was retracted by hand and the stent was deployed. No issues were noted with the profile of the deployed stent or inner shaft that would have contributed to the complaint event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was attempted to be implanted within the common bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the patient was diagnosed with cancer. The indication for the stent placement was for treatment of a malignant stricture within the common bile duct. The stricture was reported to be approximately 5 cm in length. The patient¿s anatomy was not tortuous, but it was dilated by a biliary balloon prior to stent placement. During the procedure, the stent was advanced to the target lesion and attempted to be deployed. However, the handle detached from the outer sheath and no part of the stent was able to be deployed. The device was removed from the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient¿s condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was partially deployed and the outer sheath was detached from itself, this is now a reportable event.